Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient product ID 97754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97791, lot# n452165, implanted: (B)(6) 2014, product type accessory; product ID 3998, lot# va0855q, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation was turning off. The patient was trying to get a hold of a manufacturer representative. The patient¿s device randomly shut off twice, 3 weeks prior to the report and again the night prior to the report. When the patient went to bed the night prior to the report they realized that their device was ¿not even on¿. Their implantable neurostimulator (ins) was fully charged and later in the day it would shut off. The patient had to use their programmer to manually turn it back on and then it would go right back on. The patient did not check their programmer to see if the lightning bolt was present. The patient was not around any electro-magnetic interference sources when the events would happen. Since the implant the patient would not feel stimulation when they turned their head different ways. The patient had an appointment with their doctor the week after the report and a manufacturer representative was scheduled to be there. The patient was going to discuss the issue with them. It was further reported that the patient cancelled their doctor¿s appointment. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.